Event description:
It was reported by the user facility that after a navigation hip case, there was an inaccuracy of 9mm from what was shown during the procedure by the navigation system, and what was determined x rays after the procedure. An inaccuracy by the device can create a risk of large prosthesis misalignment during procedures. There was no medical intervention, known adverse consequences to the patient, or surgical delays due to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that after a navigation hip case, there was an inaccuracy of 9mm from what was shown during the procedure by the navigation system, and what was determined x rays after the procedure. An inaccuracy by the device can create a risk of large prosthesis misalignment during procedures. There was no medical intervention, known adverse consequences to the patient, or surgical delays due to the procedure.